Event description:
Consumer reports having very low reading when compared to their meter. Analysis run on clark error grid using competivie reading (209) as ref. Point vs. Bd reading (35) yielded data points in the d range of the grid, outside acceptable limits.